Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use (IFU) as a known patient effect of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion with moderate calcification and moderate tortuosity in the proximal right coronary artery (rca). Pre-dilatation had been performed a series of times at 8 atmsophere (atm). The 3.0 x 33 mm xience xpedition stent delivery system (sds) was advanced to the target lesion and the stent was deployed at 10 atm. While removing the sds, fluoroscopy showed a distal edge dissection, which was treated with a 2.75 x 18 mm xience xpedition stent. The procedure was completed successfully with good patient outcome. No additional information was provided.